Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported event is a known issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the instrument channel tube, in the nozzle, and a foreign object came out of the suction channel. There were no reports of patient involvement.